Manufacturer narrative:
One cac adapter and one cdc adapter were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed on (B)(4), as the adapter operated as expected during bench testing; its connection was secure and stable. Therefore, the reported event could not be duplicated at the bench level for this device. (B)(4) failed visual evaluation as the cord had a slit on its surface, as reported. However, this cut did not affect its functionality. The reported event was thus only visually confirmed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cdc adapter/ (B)(4) / model # 1435 / exp. Date: 2015-07-30. (B)(4). Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-07-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the patient's cac adapter would not remain connected in either one of the controller ports. It was also reported that the patient's cdc adapter displayed a damaged wire cord. The devices were removed from service with no reported patient consequences. No further information was provided.